Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, the inflation balloon was broken.